Event description:
It was reported that the asymptomatic patient presented in clinic for a normal device. There were multiple noise reversion episodes stored on the device as well as inappropriate automatic mode switch episodes. There were no other electrical anomalies. The patient's would be monitored with regular scheduled follow up.

Event description:
New information states that the lead continues to exhibit noise. The sensitivity was decreased. No additional information was available was available.